Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic lower anterior resection, when performing the anastomosis of the proximal and distal colon/rectum, the donuts were incomplete and there was a gap in the anastamosis for both of the device reported. The surgeon had to remove the initial anastamosis and re-do. The anastomosis was completed on the 3rd device. The surgical time was extended more than 30 minutes due to device issue. There was tissue loss and tissue damage.